Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malf 23. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support advised the caller about the procedure for returning the malfunctioning pump and ensured the customer would receive a replacement pump with updated software. Instructions for using the replacement pump and storing the old pump were provided, and the caller acknowledged these steps.